Event description:
It was reported the patient had a urinary tract infection. On (B)(6) 2012, the patient reported their device was "not working well," and the patient was working with her health care provider (hcp). On (B)(6) 2012, the patient reported "hurt, pressure, and it was uncomfortable to walk." It was stated the patient had returned to doing exercises, push ups, golf swings with weights, and standing from a sitting position. The "hurt" went away when patient was instructed to turn stimulation down. On (B)(6) 2012, the patient re ported "feeling torn" around the ipg site. It was stated the wound was healed, but the patient felt a "tingling" at the site. It was stated the patient felt constant pressure along the right side of her vagina. The patient reported having a bladder infection and had an appointment to see her hcp. On (B)(6) 2012, the patient reported the ins was "hurting her in the vaginal area," and was guided through changing programs with the patient programmer. On (B)(6) 2012, the patient reported they were still having problems, but were working with their hcp. On (B)(6) 2012, the patient reported she had seen her hcp, and the hcp told her that her symptoms were improving. The patient reported she was "uptight and old and is pleased so far, but nervous when something new occurs she hasn't felt." No outcome regarding the bladder infection was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient had not seen any improvement and was still wetting the bed at night. The patient felt no stimulation sensation on program 2 at 4.0 v and typically did not feel stimulation. The patient adjusted programs and was going to monitor symptoms. On (B)(6) 2012 it was reported that the patient continued to have a leaking issue. The patient had tried four of her programs. It was noted the trial had worked well for the patient. No swelling or redness at the pocket site, however it was sore since implant. The patient was told by her physician two days prior to turn stimulation off for a month, but the patient was hesitant due to thinking it might be helping "a little." The patient had an appointment on (B)(6) 2012 with her physician.

Event description:
Additional information received reported the patient had an appointment scheduled for (B)(6)-2012. The patient was going to try one more program for the next week to see if she could acheive symptom relief.

Manufacturer narrative:
Product ID (B)(4), lot# v876575, serial#, implanted: 2012 (B)(6), explanted, product type: lead, product ID (B)(4), lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient. (B)(4)

Event description:
Additional information received reported that the patient felt pain right below the battery, which started three days ago. The pain lasted all day, but was not excruciating. The patient stated that the device had never really helped, and she still had to wear pads. It was possible the device was helping a little bit, however the hcp had put the patient back on pills for urination, and the improvement could have been due to the pills. The patient also experienced a tremor in her right hip that traveled down the right leg. It was noted that the patient had an appointment scheduled for (B)(6).

Event description:
Follow up information received indicated that the patient met with the company representative on (B)(6) 2012 where they were given 4 new programs on their implantable neurostimulator (ins). The patient was instructed to try each program for a week to see if they get therapeutic benefit. The patient was kept a voiding diary for a week while the ins was turned off for a week and now had the device turned back on and was going the continue the voiding for another week. The patient was also scheduled to follow up with their physician to compare these 2 week results. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).